Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Testing revealed that the proximal conductor was distorted, distal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage.

Event description:
It was reported the atrial lead required repositioning 18 days post implant due to an increase in threshold. During the procedure, about 50 ml of fluid was noted in the pacemaker pocket. Culture was obtained and gram stain revealed gram positive rods. The lead was removed and replaced. No further patient complications were reported as a result of this event.